Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the last year from 80 ohms to high out-of-range shock impedance measurements greater than 125 ohms, consistent with lead calcification. There was no evidence of noise. Review of shock impedance from the last 28 days showed an average of approximately 110 ohms. Technical services (ts) discussed troubleshooting options and advisory recommendations. At this time, all shocks were programmed to maximum energy, but the device still needed to be reprogrammed to initial polarity. Ts recommended increasing the shock impedance alert value to 150 ohms for continued monitoring. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the last year from 80 ohms to high out-of-range shock impedance measurements greater than 125 ohms, consistent with lead calcification. There was no evidence of noise. Review of shock impedance from the last 28 days showed an average of approximately 110 ohms. Technical services (ts) discussed troubleshooting options and advisory recommendations. At this time, all shocks were programmed to maximum energy, but the device still needed to be reprogrammed to initial polarity. Ts recommended increasing the shock impedance alert value to 150 ohms for continued monitoring. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.